Event description:
Groshong catheter was placed on (B)(6) 2025 into the right internal jugular vein. Reference 7711804 and lot number rejy0657, expiration date 06/30/2028. Patient underwent antibiotic therapy, and the catheter was deemed to be no longer necessary. The surgeon decided to remove in the operating room out of an abundance of caution due to patient age and comorbidities. The catheter was removed on (B)(6) 2025 without resistance and initially believed to be grossly intact including the valved tip and cuff. The patient was brought to the recovery room. Upon moving the patient to an upright position, a prominence was noted over the right neck. Chest x-ray revealed a linear opaque structure consistent with retained internal reinforcing wire from the groshong. Findings discussed with patient and informed consent obtained. The patient returned to the operating room for removal. Foreign body removal was uneventful, and the patient was discharged later that same day. The following day, on (B)(6) 2025, the patient presented to the ed complaining of chest pain radiating down left shoulder/arm. The patient was evaluated and discharged. The surgeon became aware of the patient's visit to the ed and reviewed the medical record. At the time of his review, he identified a retained fragment and determined it was consistent with the distal groshong catheter tip containing the embedded reinforcing wire. The surgeon believes this likely reflects a mechanical separation at the tip-to-body junction -- a known but rare failure mode in long-term tunneled catheters associated with internal wire delamination and structural fatigue. The surgeon contacted the family and patient to disclose the retained foreign body, discuss risks/benefits and treatment options. A treatment plan developed with a focus on conservative medical treatment. Of note, the patient reported to the surgeon, feeling as if a wire was poking her a couple of weeks prior to the removal. It is unclear as to whether this is indicative of anything but feel it is important to provide any possible and pertinent information. As to whether the device is available for inspection...the catheter was disposed of as it appeared intact. The wire that was retained has been preserved.